Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During device preparation, it was noted that contact force was not displayed. The catheter was exchanged and the procedure was completed. There was no adverse patient health consequences. Log files are not available.